Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump continued to deliver insulin when it was not supposed to. Blood glucose level at the time of the incident was 13 mmol/l. Customer stated that the issue was resolved with an infusion set change. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
All buttons functioning properly. No damage or unlocked j2 lcd keypad connector noted. The insulin pump was received with all operating currents within specifications and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Inserted a water test reservoir, unit was programmed with a 2.0 u/h basal rate and monitored three days, several boluses were also delivered. The insulin delivered properly all bolus adbasal profiles and all bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. The insulin pump had minor scratched lcd window and cracked reservoir tube lip. The insulin pump passed the displacement accuracy test.